Event description:
On (B)(6) 2017, the patient contacted lifescan alleging that their onetouch ping meter was reading inaccurately low compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the products issue began between february and march 2017. The patient reported obtaining a blood glucose reading of 250mg/dl on the subject meter and 310mg/dl on another unknown device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with an insulin pump. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿vomiting, stomach cramps, headaches and dizziness.¿ the patient was unable/unwilling to answer when these symptoms developed. The patient reported receiving treatment for these symptoms but was unable/unwilling to provide further details. At the time of troubleshooting the cca confirmed the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.